Manufacturer narrative:
Concomitant product UDI for cuff is (B)(4). Concomitant product UDI for pump is (B)(4). The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available the cause that contributed to the reported event cannot be established.

Event description:
It was reported that the patient with an artificial urinary sphincter (aus) had previously undergone a mesh implant procedure performed by a different surgeon. During that procedure, the mesh punctured the aus balloon, resulting in fluid leakage. A subsequent surgery was performed to replace the entire aus system. No patient complications were reported.